Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "weak light" was confirmed, and further defects were detected. In total the following defects were detected: customer complaint noted. Led is dim. Blade damaged. Leak between cover and housing. Leak between plug and cover. As already mentioned, the device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the described fault is due to mechanical damage caused by the user. Due to a leak between the plug and the cover and a leak between the cover and the housing, liquid penetrates into the interior where the electronic components responsible for the light output are located and can be damaged by the liquid, resulting in weak light. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that weak light on c-mac system using - changing to another works. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).